Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 492 mg/dl. The day prior to the event, the customer was hospitalized for asthma. The customer was given a steroid to treat the asthma. The customer's doctor stated that the customer's high blood glucose reading was high due to the steroid. The customer declined to perform troubleshooting because, she stated the cause of the event was the steroid she was taking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.